Event description:
It was reported the pt loses stimulation when she twists her body. It was also reported the pt was reprogrammed in an attempt to address the issue. The pt may undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.